Event description:
It was reported that post a stenting treatment procedure, a fractured stent was discovered. An unspecified wallstent was implanted in the right femoral artery at a different facility. Three months later, the patient presented with ischemic problems. It was found that the wallstent had fractured and blood flow had become poor. The wallstent was explanted from the patient without complications or injury and another manufacturers' stent was implanted in its place. There were no further reported patient complications. The patient is said to be doing "fine". Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.